Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. Review conducted by manufacturer yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info for continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
The consumer reported, wearing the product for 4 hrs on an unspecified area of her body. When patch was removed, the consumer did not notice any problems until she leaned against the area, where the patch was used. She checked the patch and saw a piece of skin the size of a dime remained on the patch. She used milk to treat the area, and it is unk how she cared for the area afterwards. Although, she did not seek medical attention, the consumer described the area as a second degree iron chemical burn.